Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received inappropriate shocks due to what is suspected to be atrial fibrillation with rapid ventricular response. It was also noted that the patient was hospitalized. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.